Event description:
It was reported the patient had his artificial urinary sphincter device removed due to perineal pain. A new artificial urinary sphincter device consisting of a 5.0 cm cuff, pump, and balloon were implanted.